Event description:
(B)(6) 2013 during surgery, the screws spun after the drilling with the twist drill.

Event description:
(B)(6) 2013 during surgery, the screws spun after the drilling with the twist drill.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The dimensions of the returned screws were inspected and found to be inside the specification. The visual investigation showed that each cross recess of the screw heads were plastically deformed during insertion and removal from high axial and torsional forces. Additionally on the back side of two screw heads, friction traces were visible resulting from friction with plates. Furthermore, scratches and grooves on the top and back side of the screw head were visible from improper use of tension pliers. Based on the performed investigation, the root cause can be attributed to a user related issue. No indications were found for any material, manufacturing or design related problems.